Event description:
It was reported that a catheter issue occurred. The target lesion was located in the coronary artery. An opticross imaging catheter was selected for use in the ultrasound examination. During the preparation, the catheter became entangled with the guidewire. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the coronary artery. An opticross imaging catheter was selected for use in the ultrasound examination. During the preparation, the catheter became entangled with the guidewire. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable. It was further reported that the 50% stenosed target lesion was located in the non-tortuous and mildly calcified vessel and the catheter and guidewire were pulled out together as one unit.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed no issues were found, and the device appears to be in good condition. Microscopic inspection revealed the guidewire exit port, and the distal section of the tip were in good condition. The functional test showed during a test guidewire was inserted, and no indication of resistance in tracking the guidewire into the catheter was noted. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of no problem detected following a review of the returned device, reported event details, available information, and product record review. In this case, the device performed as intended during the analysis, and no damage was found was found that could have contributed to the reported allegation. Also, the batch record review concluded that no manufacturing deviations were identified during the manufacturing process the manufacturing process that could have contributed to the complaint.